Manufacturer narrative:
(B)(4). Baxter received the device. The reported symptom of "no downstream occlusion" was inadvertently missed during evaluation as it was found on a note after the evaluation was completed. Because the pump is no longer in its received condition, the evaluation cannot be performed. The device was calibrated during the repair process to ensure continued accurate occlusion detection.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion. It was also reported there was no patient involvement.